Event description:
It was reported that the nurse went to start a channel drain on a patient and the machine alarmed blockage. The nurse turned the device off and restarted it but the blockage alarm followed. The canister was changed and the device changed three times too, but it was definitely the channel drain as the alarm did not solve. Looking at the dressing it could be the actual blockage alarm from the click adaptor. The patient had to come off of the pump and that delayed the treatment.

Manufacturer narrative:
The device used in treatment has not been returned for evaluation. Without conducting an assessment we are unable to establish a relationship between the events reported and the device. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. The device reported had a manufacturing date of 08-november 2014, this product has a shelf life of two years from manufacture, it is possible that the device failed due to expiry. Further to this the production process allows for 100% flow testing, if indicated failed during this testing the item is discarded. It is possible that an operator error may have occurred, with the failed device being placed into the wrong area. Complaint history has been reviewed for this event, finding this as the only event of this type previously reported. The investigation is now complete and recorded insufficient information to determine a root cause. We will continue to monitor for any adverse trends relating to this product range.